Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Damaged ancillary trocar. The analysis results found that an ancillary trocar was received without a device. The tip of the ancillary trocar was broken off and missing. No functional test could be performed. It could not be ascertained as to how the damage to the ancillary trocar occurred with the information provided. It should be noted that if torque or excess force is applied to the ancillary trocar, it may cause the trocar to break. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, the tip of the blue ancillary trocar broke off when it was taken out of the package. It was not used.